Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead was not able to be implanted due to patient anatomy. A new lead was implanted. No patient complications have been reported as a result of this event.